Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Add'l device implanted and involved in this event: pxc141400/05728260.

Event description:
On (B)(6) 2008, the patient underwent treatment of a 5.2 cm abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2008, follow-up imaging identified a type ii endoleak. On an unk date in 2010, aneurysm enlargement to 5.4 c m was identified. On (B)(6) 2010, coil embolization of the right illolumbar branch was performed to treat a type ii endoleak. On an unk date in 2013m follow up imaging showed the aneurysm had enlarged to 5.8 cm. On (B)(6) 2013, coil embolization of the left hypogastric artery was performed to treat a type ii endoleak. On (B)(6) 2013, imaging again identified a type ii endoleak from an external iliac artery and aneurysm enlargement to 6.3 cm. On (B)(6) 2014, a trancaval embolization was performed to treat the persistent type ii endoleak. Access into the aneurysm was reportedly gained through the vena cava, and the external iliac artery was coil embolized. It is unk if the endoleak was resolved at the end of the procedure. The patient tolerated the procedure.